Manufacturer narrative:
(B)(4). Patient had chronic ischemia, left lower extremity with wound breakdown of the transmetatarsal amputation. Device evaluation: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. Two segments of the rapidcross dilatation catheter were received. An inventory of the components of the rapidcross dilatation catheter indicates that not all the components were returned. The 40mm balloon chamber, the inner guidewire lumen within the balloon chamber, two radiopaque marker bands, and the distal tip of the catheter are not accounted for. The two segments of the rapidcross dilatation catheter received exhibit a separation at the proximal rapid exchange port. The distal segment returned exhibits no sign of the proximal balloon bond.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a lesion in the popliteal/tibial peroneal area from the right brachial with a rapid cross balloon. The physician attempted to inflate it to nominal atmospheric pressure when it was thought that balloon had burst. The contrast was seen to have dispersed out of the balloon into the leg. When the physician removed the catheter, it was noticed that a portion of the balloon had detached and remained in the patient. The physician then performed a cut down in the left common femoral (at the site of a previous bypass graft) where he successfully snared the balloon fragment from the patient's leg. The procedure was completed by ballooning the area below the knee with a balloon and stenting the patient's iliac, as had been planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.